Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the foley catheter was inserted into a patient during surgery, urine leaked out of the tube part and the hole was discovered.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way foley catheter. Visual inspection of the sample noted two-way catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon deflated with no issues. No missing parts. Upon further inspection noted a hole found over the drainage lumen using a pin gauge measuring (0.051") found on the return sample. This is considered a failure stating that " cuts, perforations in the lumens are not allowed, the inflation perforation must not penetrate the drain lumen and must be properly formed. Bends are not allowed in the inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that when the foley catheter was inserted into a patient during surgery, urine leaked out of the tube part and the hole was discovered.